Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. There were 40 complaints per million treatments with the specified harm as per the product group - liberty cycler: (B)(4) chart. (Current available trending month = (B)(6) 2015). An investigation of the manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2015, due to abdominal pain, and was diagnosed with peritonitis. On (B)(6) 2015, effluent expressed from the peritoneal dialysis catheter was cultured and grew (B)(4). On (B)(6) 2015, the patient was started on vancomycin 2 grams every three days via intraperitoneal route and ceftazidime 2 grams every day via intraperitoneal route. This nurse stated that the episode of peritonitis was due to touch contamination. The patient did not practice aseptic technique an broke the sterile field during treatment. As of (B)(6) 2015, the patient was discharged form the hospital, the sign of symptoms of peritonitis have resolved. It is unknown if the patient has completed their prescribed antibiotic therapy for the infection. The patient continues cycler-assisted peritoneal dialysis (ccpd therapy without any further issues.